Manufacturer narrative:
Correction: please retract this report 2017865-2026-01454, the same issue was previously reported as 2017865-2026-01171.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial leadless pacemaker (alp) dislodged and embolized. Further information was not provided.